Manufacturer narrative:
Batch review performed on 21 october 2024 lot 2354341: (B)(4) items manufactured and released on 22-jan-2024. No anomalies found related to the problem. To date, two similar events have been reported on the same lot. Clinical evaluation performed by medical affair director during a surgical procedure, the tip of the cannulated screwdriver broke, as clearly shown in the available images. No information has been provided regarding the retrieval of the metallic fragment, but based on the available x-ray, no radiopaque fragments referable to this can be identified. Therefore, we do not anticipate any secondary issues for the patient related to this event. Visual inspection performed by r&d project manager based on the information received, the guidewire used in combination with the screwdriver was not manufactured by medacta and it was deformed, as described in the event report. Additionally to the outcomes unpredictability due to different manufacturer instruments combination, a possible root cause of the bending could be the unintentional misalignment of the guidewire relative to the existing bone tunnel. This misalignment might have caused the guidewire to become "stuck" within the bone or graft. Due to the inadequate alignment, the screwdriver, along with the mectascrew c, may have come into contact with the bent guidewire during insertion, applying additional forces to the screwdriver tip and potentially causing its breakage. Therefore, the root cause of the device failure may be linked to a minor deviation in surgical technique, particularly in the placement or alignment of the guidewire relative to the bone tunnel and the usage in combination with not foreseen competitors instruments. The root cause is likely a sub-optimal orientation of the guidewire during insertion, which led to a collision between the guidewire and the screw-screwdriver assembly, introducing additional forces on the screwdriver tip and consequently causing its breakage.

Event description:
The tip of the cannulated screwdriver shaft t25 broke because the nitinol was bent. No pieces left in the patient. The screwdriver has been used in combination with a competitor's nitinol wire.